Event description:
It was reported that while placing a nail for a midshaft femur fracture, the surgeon cranked the standard insertion handle and the nub at the end of the device broke off. The broken piece was retrieved. The surgeon used some part number out of a different tray to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the nub on the handle is completely sheared off. This was an indication that the handle was not properly connected to the nail. As a result of this incorrect connection extreme torsional forces were applied onto the notch which finally caused this damage. This complaint is indeterminate from a mfg standpoint as an evaluation of the missing tang was not possible.